Event description:
It was reported that the patient¿s blood glucose reached 15 mmol/l (270 mg/dl). The needle mechanism had fully deployed before the pod was able to be used. The cannula was also noted to be kinked. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine the root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.